Event description:
The customer alleges that the unit would not stay powered on.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was attempted and the unit failed the power-on self-test (p.o.s.t.) As soon as the power-on button was released. The failure mode is indicative of a defective power/supply pcb (printed circuit board). The power/supply pcb was electrically by-passed with a known functioning power/supply pcb and testing resumed. The unit successfully negotiated all pre-operational self-tests. Based on the investigation performed, the complaint has been confirmed. The power supply pcb is defective. All units being returned for service will have power supply pcbs replaced if they are older than 3 years. This unit was manufactured 5 april 2012 and will be replaced.

Event description:
The customer alleges that the unit would not stay powered on.

Manufacturer narrative:
(B)(4). Product usage when the alleged defect was encountered is unknown. A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the sample is not available it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Telelfex will continue to monitor and trend on similar complaints.